Event description:
It was reported that an alert 38 indicating a motor stall occurred on an ilet system, after which the user changed all pump supplies with guidance and noted the cartridge plunger appeared misaligned; insulin delivery was resumed and the ilet was restarted, with a blood glucose reading of 301 mg/dl that subsequently declined to within range. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a motor stall, with the plunger irregularity observed during cartridge removal supporting a mechanical issue. It was concluded, based on previously established findings for similar reports, that the cause was manufacturing deficiency.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.